Event description:
It was reported that the patient developed an implant pocket infection. The entire implantable cardioverter defibrillator (ICD) system including the right ventricular (rv) lead was removed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4548. Device code: 3023. Ref report: mw5182104.